Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through the submission usage sheet that the patient's left hip was revised. Noted on the sheet: "patient fell and fractured below the stem. Pulled stem and revised to modular revision stem." A restoration modular stem, lfit femoral head, and uhr bipolar component were implanted.